Event description:
This has been ongoing since about 6 months after getting essure. Fatigue and loss of energy, zero sex drive, foggy brain all the time and memory issue, eye site problems, hip issues, constant poking feeling and very painful sex, anxiety, can't sleep. (B)(4).

Event description:
(B)(4). Just wanted to add a follow up stating that I have now had to have hysterectomy to get the essure our of my body. During the surgery it was discovered that one of the coils had perforated my tube. I am not doing well adjusting to life after the hysterectomy so yeah essure has pretty much ruined my life.